Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. Performed share log review and no issues were found in log. The patient's complaint was not confirmed because there were no errors found on the log. The reported event of loss of connection was not confirmed . A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was received but does not reflect full investigation window. The reported loss of connection could not be confirmed. A root cause could not be determined.